Manufacturer narrative:
Accessory boot model 3550-29 lot# n185793 explanted: (B)(6) 2011.

Event description:
Follow up information received indicated that all of the device diagnostics showed normal therapy and electrical impedances. It was also noted that the patient had a "shocking issue". The outcome reported that patient was doing fine and that the shocking issue had resolved. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Anchor model 3550-39, lot# n234380, implanted: (B)(6) 2011, explanted: unk, lead model 3778-75, (B)(4), implanted: (B)(6) 2011, explanted:unk, programmer model 37743, (B)(4), recharger model 37752, (B)(4), accessory boot model 3550-29, lot# n185793, implanted: (B)(6) 2011, explanted: unk, medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
It was reported that the patient had an allergic reaction to an implanted neurostimulator. She developed and infection and had to have the ins explanted. Additional information has been requested, but was not available as of the date of this report.